Manufacturer narrative:
One cool point irrigation pump was received for complaint evaluation. During the service and repair the daughter board of the pump was found to be defective and it was replaced. Following replacement, the pump functioned as intended. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. Based on the investigation performed and the information provided, the case of the reported event was traced to a defective daughter board.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, the cool point irrigation pump suddenly repeated power cycling itself. The main switch was turned off and the pump was re-booted to temporarily resolve the issue, but the issue recurred after several times of rf deliveries. The issue was observed regardless of rf delivery when the pump was rotated at low flow. The power cable was exchanged and the power source was changed with no resolution. The procedure was unable to be completed due to this issue. There were no adverse consequences to the patient.